Manufacturer narrative:
A device history record was not reviewed since the lot number was not provided by the customer. Since no sample was received for evaluation, the failure mode was not confirmed as related to the manufacturing process. However, several evaluations were performed in site to reproduce the failure mode. The potential root cause could be related to usage of the product. Over stretching the silicone tubing can cause it to get loose. A quality alert was generated to notify manufacturing personnel about this issue. No corrective actions will apply since the failure mode was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 03/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a spike set. The customer states the set burst during infusion and disconnected. The disconnection occurred in the silicone. There was a delay in the feed. The infusion stopped before the end of the diet. The diet was not completely infused. It is unknown if medical intervention was required.